Event description:
It was reported that during surgery, it was noticed that the polymer was leaking upon opening the package. The corner of the inner pouch was not completely sealed. Another was used to complete the surgery.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. That was cleared (B) (4).